Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after the infusion is complete a large amount of drug still remains in the bag when infusing methotrexate. This is a general file for many complaints of under infusions while infusing methotrexate. There is no report of patient harm.